Manufacturer narrative:
Pump was received with motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test, basic occlusion, occlusion, prime and a33 and no delivery tests due to motor error alarm. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery, while changing the infusion set. Customer does not recall any significant events leading to the error. Customer's blood glucose was 225 mg/dl at the time of incident. Troubleshooting was done for motor error and found that the customer could complete the rewind sequence. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.